Event description:
It was reported that the patient had functioning artificial urinary sphincter (aus), but he wanted a new device because of experiencing recurring incontinence. The entire aus system was removed and replaced with a new one. Further information was requested and not yet received.

Manufacturer narrative:
The ams 800 cuff, pump, and balloon were visually inspected and functionally tested. There were no leaks from the device components and they passed functional testing. The balloon however, was found to be ovaled during visual inspection. Review of the manufacturing records for this batch cannot be performed, as no batch number was reported and a ship history cannot be performed. A ship history for this complaint record cannot be performed due to the upn/customer number not being reported. No labeling review, or risk review performed per cis product investigation wi, 92186855. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the patient had functioning artificial urinary sphincter (aus), but he wanted a new device because of experiencing recurring incontinence. The entire aus system was removed and replaced with a new one. Further information was requested and not yet received. The product was explanted and returned. A supplemental report will be filed after the product analysis has been completed.